Event description:
Medtronic received information from a journal article that reported outcomes of implanted conduits and homografts primarily used for right ventricle to pulmonary artery reconstruction for complex congenital cardiac defects in initial procedures or at conduit replacement. The retrospective study reviewed the outcomes of 249 patients from a single medical institution over a ten-year period; 113 of the patients had been implanted with a model from this device family; their average age was 6.5 years and average weight was 26 kilograms; 67 of the 113 patients were males. The article reported that there were 12 early deaths from the study population (defined as death in the hospital or within 30 days of operation); of the 12, five had been implanted with a conduit from this device family. The reported causes of deaths, which were not broken out by the type of device, included sepsis, low cardiac output heart failure, massive cerebral infarction and failure to wean off the ventilator. A separate report has been filed on the article¿s contents indicating that a number of patients required a post-implant re-intervention.

Manufacturer narrative:
To date, the additional information requested from the authors has not been made available to medtronic. As the article did not specifically identify which products were associated with the reported clinical observations, it is unknown if the deaths were related to the devices. Deaths, stenosis and endocarditis are known adverse events. A conclusive cause could not be established from the available information. If device-identifying information or additional details regarding the patients is received, the investigation will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
As there was not specific device-related information regarding the deaths cited in the article, an arbitrary date of death within the studied timeframe has been entered to facilitate electronic submission of this report. Without device-identifying information, it could not be determined if individual reports or complaints had previously been provided to medtronic for any of the individual patients, or if any devices had been returned for analysis. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4). Article: medium-term outcomes of bovine jugular vein graft and homograft conduits in children authors: matthew s. Yong, deane yim, yves d¿udekem, christian p. Brizard, terry robertson, john c. Galati and igor e. Konstantinov publication: anz journal of surgery doi: 10.1111/ans.13018 published online: february 23, 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.